Event description:
Clinician sent (B)(6) in of a follow-up showing what appeared to be vf episodes. The rv lead displayed noise indicative of an insulation fracture. All available info indicates that this device remains implanted. At this time, it is unk if a surgical procedure will take place. Should additional info become available, this event will be updated.